Event description:
It was reported that marker band dislodged. A 4.50 x 28mm synergy xd stent balloon expandable was selected for percutaneous coronary intervention (pci). During procedure, on inflation 2 marker bands appeared at proximal stent and on deflation one of the markers disappeared and had embolised somewhere. Stent is implanted. Procedure was completed and patient did not have any adverse outcome.

Manufacturer narrative:
The device was not returned to the complaints investigation site (cis). However, images were provided with the complaint. Despite multiple good faith effort attempts, the status of the device remains unknown. A review of the images available does confirm that there appeared to be an unknown radiopaque particle in the patient's anatomy however based on its appearance it does not appear to be a synergy xd markerband or part of the synergy xd stent. During stent deployment in the proximal to mid rca, a radiopaque object is observed adjacent to the proximal sds marker band, initially positioned above the guidewire. The object appears to shift position between the images reviewed as is noted to be aligned with the guidewire in another image and is noted to be larger than the synergy xd markerband. Following synergy xd sds removal, radiopaque object/particle remains visible just proximal to the deployed stent, suggesting it is not part of the synergy xd delivery system. The photos show evidence of foreign material (fm) present at the proximal section. The fm appears free moving and not attached to the shaft.

Event description:
It was reported that marker band dislodged. A 4.50 x 28mm synergy xd stent balloon expandable was selected for percutaneous coronary intervention (pci). During procedure, on inflation 2 marker bands appeared at proximal stent and on deflation one of the markers disappeared and had embolised somewhere. Stent is implanted. Procedure was completed and patient did not have any adverse outcome.